Event description:
It was reported that via (B)(6), episodes of nsln were noted. The secure/sense nsln patient trigger was turned off, as no noise was seen on the egms. A few days later, the patient received an inappropriate therapy after running up the stairs. When the patient was seen, sensing of the p-wave on the ventricular channel was noted, which led to the shock and one atp therapy. Lead dislodgement was noted via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.